Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 19-aug-2016, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 19-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that two electrodes 6 and 7 came up with high impedances after the lead was connected to the new ins. The rep reported that the hcp was having trouble spotting the lead in question into the 0-7 port. The hcp tried the lead in borge and 8-15 slots and it had the same response. The other lead inserted without issue. The rep reported that the hcp thought he noted a little flare to the distal end of the lead in question. The hcp didn't want to force press the lead into place and was able to fully insert it once he wiped some of the patient¿s fat onto the lead. The rep tested impedances and the previously mentioned electrodes read greater than 40,000. The hcp didn't want to remove the lead and try to reinsert due to previous complications. The hcp tightened the set screws and let it as is. No further complications were reported.